Manufacturer narrative:
Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient¿s whole system including the pulse generator and leads was explanted due to endocarditis. No patient condition or additional information was reported. Related manufacturer reference numbers: 2017865-2019-10805; 2017865-2019-10807.